Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® flashback blood collection needle was leaking the following information was provided by the initial reporter: "blood leakage. Customer found blood leakage from fbn's tube side needle during evacuated blood collection. The shied of fns' tube side needle seemed to be not fully recovered after puncture the vacutainer tube. It happened 5 times continuously in same lot in a day. Blood was not exposed to human (including patient, phlebotomist.) Blood exposure was only in the holder."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and blood leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that (B)(4) bd vacutainer® flashback blood collection needle was leaking the following information was provided by the initial reporter: "blood leakage. Customer found blood leakage from fbn's tube side needle during evacuated blood collection. The shied of fns' tube side needle seemed to be not fully recovered after puncture the vacutainer tube. It happened 5 times continuously in same lot in a day. Blood was not exposed to human (including patient, phlebotomist.) Blood exposure was only in the holder."